Event description:
It was reported that the not all of limbs of a vena cava filter allegedly opened upon deployment. Reportedly, the filter was free floating until it embedded in the side of the cava. Another filter was placed supra renal. The physician chose not to remove the first filter. The pt is asymptomatic. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this mfg lot number. Neither the filter or the delivery system were returned for eval. Two x-ray images were returned and reviewed. The first film showed the filter after implant. Two sets of filter legs were positioned very closely together, confirming the reported event, however, there was not enough clarity in the picture to determine if the legs were actually twisted together. The second image showed the filter apex against the cava wall, with tilting of approximate 90 degrees, confirming the reported filter tilt. The root cause for this event could not be determined. The current instructions for use (IFU) for this device states: delivery of the g2 express filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.